Manufacturer narrative:
Complaint conclusion: as reported, the shuttle of a 5f mynxgrip vascular closure device (vcd) did not shuttle down completely because there was significant resistance met by the user. Manual compression was used. There was no reported patient injury. Unusual force was not applied when retracting the 5f 10 cm non-cordis sheath. The advancer tube was not engaged or visible. A 5f 10 cm non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f 10 cm non-cordis vascular sheath introducer. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The patient did not have a history of infectious diseases. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle. The syringe was received connected to the device; however, the procedural sheath was not received for evaluation. The stopcock was found in the open position, and the balloon was received fully deflated. The sealant was not received for evaluation, and the advancer tube was found inside the shuttle tube. The shuttle cartridge and catheter were inspected for defects/anomalies that may have contributed to the reported failure. No defects/anomalies were observed. Per functional analysis, the simulated deployment test could not be performed on the device because the sealant required for evaluation was not received. However, the shuttle cartridge was first retracted to perform the test and then was able to be advanced and retracted to the black handle without issue. Per microscopic analysis, visual inspection at high magnification verified the presence of a slit in the outer cartridge of the unit received. The reported event of ¿shuttle-shuttle advancement issue¿ was not confirmed through analysis of the returned device since it passed functional analysis. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review and the product analysis, it is difficult to determine what factors may have contributed to the shuttle advancement issue reported since the shuttle was able to be advanced/retracted fully on the complaint device during functional analysis. However, it is possible that the issue experienced by the customer could have been caused by premature swelling of the sealant (which was not returned with the device) and/or sheath condition factors (which was not returned for analysis). Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the shuttle of a 5f mynxgrip vascular closure device (vcd) did not shuttle down completely because there was significant resistance met by the user. Manual compression was used. There was no reported patient injury. Unusual force was not applied when retracting the 5f 10 cm non-cordis sheath. The advancer tube was not engaged or visible. A 5f 10cm non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f 10cm non-cordis vascular sheath introducer. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer¿s mynx certified. The patient does not have a history of infectious diseases. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.